Event description:
Allegations of damage to the immune system, local and systemic inflamatory response, disfigurement, capsular contracture, repeat surgeries, breast numbness and pain, flu-like symptoms, axillary pain, swollen glands, debilitating fatigue and headaches, myalgia and muscle weakness, arthralgia and joint swelling and pain, multiple neuropathies, bladder infections and frequent urination, photosensitivity, burning pain in bilateral axillary areas, rashes on breasts, burning sensation in stomach, hair loss, easy "bruisability," night sweats, sleep disturbances, color changes in feet, vision changes, sicca symptoms, pseudomyocardial infarctions symptoms, poisoning by silicone silica, foreign body reactions, cognitive dysfunction in the form of memory loss, mental confusion and decreased ability to concentrate, caused by braindamage or organic brain dysfunction and a general feeling of being weak and tired.